Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # mw5094280.

Event description:
Procedure performed: lap. Chole. Event description: maude adverse event report for mw5094280: while attempting to do a lap chole trocar, the balloon failed. Trocar was replaced with another similar product. FDA safety report ID# (B)(4). Additional information was received from patient safety & risk coordinator, risk management & patient safety officer, via e-mail on may 19, 2020: "no patient was injured." Type of intervention: trocar was replaced with another similar product.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that there was a hole in the balloon, which contributed to the complainant's experience of a failed balloon. Engineering also observed a large scratch that was present on the tip of the obturator, the tip of the cannula, across the balloon, and onto the distal portion of the cannula. Based on the condition of the returned unit, it is likely that the balloon damage was caused by an instrument or object that came into contact with the balloon during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines, and during secondary port placement." This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: lap. Chole event description: maude adverse event report for(B)(4) : while attempting to do a lap chole trocar, the balloon failed. Trocar was replaced with another similar product. FDA safety report ID# (B)(4) additional information was received from patient safety & risk coordinator, risk management & patient safety officer, via e-mail on (B)(6)2020 : "no patient was injured." Type of intervention: trocar was replaced with another similar product.